Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has shut down completely. The customer stated they were able to complete the rewind process and load the reservoir. Customer reports this has happened two days in a row. Customer states they received a power loss alarm. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. (B)(4).